Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms of extreme abdominal pain. The patient was treated with intraperitoneal ancef (dose and frequency not reported) for the peritonitis. The patient was eventually discharged from the hospital and was reported to have recovered from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot potentially associated number gd896407 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.